Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have low pacing impedance and an insulation break, which was confirmed through imaging. The lead was capped and replaced on (B)(6) 2023. No adverse patient consequences were reported.